Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The user's blood glucose (bg) level was approximately 400 mg/dl. The user changed the supplies, resumed insulin delivery, and delivered a bolus via the pump to address bg level.